Manufacturer narrative:
PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported the connection between the catheter and the mac loc system on a ultrathane mac-loc locking loop multipurpose drainage catheter is leaking. This urine leak occurs after the patient has been sent home. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. To date, additional information has been requested but has not been received.

Event description:
No new event description information to report at this time.

Manufacturer narrative:
H6: method code: (4114) device not returned, results code: (4210) leakage/seal, conclusion code: (4315) cause not established. Investigation/evaluation: a review of the complaint history, device history record, documentation, drawing, instructions for use (IFU), manufacturing instructions, quality control, and specifications were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were ten relevant complaints, all from the same customer with the same lot and same failure mode. Based on the information provided and results of our investigation, a root cause cannot be established but is likely attributed to a manufacturing error in which too many threads on the adapter were showing. This could be a result of the suture running through the threads of the cap/adapter assembly interfering with the seal during torqueing and an inconsistent flaring process. This complaint shares a lot number with previous complaints for devices that have shown too many threads on the adapter, which is out of specification. The operator and production department were contacted and the operator was retrained on this process. This failure mode is being escalated per internal processes to address the issue. Appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.